Manufacturer narrative:
Batch review performed on 08-mar-2021: lot 171352: (B)(4) items manufactured and released on 10-mar-2017. Expiration date: 2022-apr-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 year and 10 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.